Event description:
The recipient is reportedly experiencing facial nerve stimulation and pain with device use. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. The recipient has ceased device use. Testing has revealed the device is not functioning within spec. Revision surgery will be scheduled.